Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received a notification regarding a pascal precision ace procedure in the tricuspid position, during which a single leaflet device attachment (slda) occurred. The patient presented with torrential tricuspid regurgitation (tr) with severe leaflet tethering and an 11 mm coaptation gap. Patient had two non-edwards transcatheter tricuspid clip in the anterior-septal (as) position and a pacemaker lead in the posterior-septal (ps) position. Several procedural challenges were reported, including poor visualization and absence of a reliable grasping view. During the intervention, a pascal ace device was implanted in the ps position. No device related issues were noted during implantation or immediately afterward. However, while removing the sutures, tension was encountered as a result of grasping the leaflets with so much tension in combination with the tethering. The sliders were not partially retracted to mitigate this tension. An slda occurred, at that time, tr remained torrential, prompting implantation of an additional pascal ace device. Despite this, the patient's final tr grade remained torrential. No additional treatment was required, but the patient is under consideration for bicaval valve implantation. Patient remained in stable condition.